Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, a capture anomaly, high thresholds, and a sensing anomaly. The lead was explanted and replaced. The patient was doing fine post procedure.